Event description:
It was reported that balloon rupture occurred. On (B)(6) 2021, the patient presented with coronary artery stenosis condition. A 2.50mm x 15mm maverick 2 balloon catheter was advanced for dilatation. However, during inflation at over 20 atmospheres, balloon ruptured. The device was pulled out completely. It was noted that it prolonged the patient's procedure time, however, there was no physical damage to the patient and no symptoms were experienced.